Event description:
Follow up information clarified that the initial positioning of the lead components of the implantable neurostimulator (ins) was sub-optimal which caused the patient's painful stimulation. It was confirmed that the repositioning was performed percutaneously. If additional information is received, a follow up report will be sent.

Event description:
It was reported the patient experienced "neurotic painful stimulation" using the bilateral peripheral neuroelectrodes. It was noted the event was due to reprogramming that occurred on (B)(6) 2012. Reprogramming was performed again on (B)(6) 2012. Additional information received 8 weeks later reported, the patient's lead was surgically repositioned on (B)(6) 2012. The patient resolved without sequela. Refer to manufacturer report # 3004209178-2012-09605.

Manufacturer narrative:
Product ID, 7439 lot# serial# (B)(4), product type programmer, patient product ID, 3986a60 lot# n27618, implanted: 2005 (B)(6), product type lead product ID, 3986a60 lot# n27618 implanted: 2005 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 37712 lot# serial# (B)(4), implanted: 2009 (B)(6), product type implantable neurostimulator product ID, 3708260 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708260 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708240 lot# serial# (B)(4), product type extension product ID, 3708240 lot#, serial# (B)(4), product type extension product ID, 3487a-56 lot# v884579, product type lead product ID, 3487a-56 lot# v884579, product type lead product ID, 3487a-56 lot# v884579, product type lead product ID, 3487a-56 lot# v884579, product type lead product ID, 3487a-45 lot# j0437349v, implanted: 2005 (B)(6), product type lead product ID, 3487a-45, lot# j0437349v, implanted: 2005 (B)(6), product type lead. (B)(4).